Event description:
A radial jaw 4 forcep was going to be used to remove a polyp during the patient's colonoscopy. When the doctor went to put the forcep down through the scope, it would not advance. Upon removing the forcep from the scope, the tech noted that the forcep was defective. The defective forcep was put aside to be shown to management. Another forcep was opened and used for the procedure. Manufacturer response for radial jaw 4 forcep, radial jaw 4 forcep (per site reporter).